Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 78492un22, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance of the lot 78492un22 which was evaluated using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 78492un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the 78492un22. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on all reviewed data, we conclude that there is no product deficiency with the architect stat troponin-I reagent identified in this complaint.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient sample. The sample was repeated and the result was in the customers normal range. The following data was provided: sid (B)(6) initial result = 0.11 ng/ml, repeat result = <0.03 ng/ml. Customer¿s reference range is <0.03 ng/ml no impact to patient management was reported.